Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent communication loss in the 3 south and 5 south monitoring areas. The bme reports that they got the cns back on the network and the issue was resolved. No patient harm was reported.